Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the left and right spinal rods were set in (B)(6) 2021 broke between l1/l2 vertebrae. Supplemental rods were installed on both sides for reinforcement, but the rods later came loose from the left and right rods from the connector on the cranial side. The surgeon performed surgery again on (B)(6) 2025, to replace spinal screws and spinal rods. We do not receive any other adverse patient consequences reported.